Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the insulin pump had multiple anomalies. The customer¿s blood glucose was unknown. The insulin pump had no delivery alarms more than two times, pump gave customer an extra units of insulin without pressing any buttons, battery life was diminishing, customer have to change battery twice a week. The troubleshooting was not performed. The product will not be returned for analysis.